Event description:
Pt experienced what appeared to be seizure activity lasting 12 seconds approximately 2 minutes after having speech cannula placed in blom trach. Respiratory therapist immediately removed the speech cannula and started to ambu the pt. He came to and stated that he felt like he had passed out. While we cannot find any plausible physiological reason for this to occur, it is now the second time it has happened. It happened to a previous pt, but at the time, because we thought it was coincidental, we did not file a report at that time. Dates of use: 2009. Diagnosis: respiratory failure. Event abated after use stopped: yes.